Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and was able to clear the error code in the memory by calibrating the unit, performing standard short test (sst), and extended self-test (est). The device passed all tests, and was operating within MFR's specifications. Covidien ref.: (B)(4).

Event description:
The USA customer reported that an 840 ventilator generated a safety valve open device alert, which resulted in the unit becoming inoperable. There was no pt involvement.